Manufacturer narrative:
Manufacturer reference number: (B)(4). Patient information not provided. UDI not provided. Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned devices. No visual abnormalities were noted. The device memory was reviewed and error codes were noted. A test battery was inserted into the handle, and the device successfully powered up and calibrated. The observed error codes were most likely caused by an internal break in connection on the bldc board, which can lead to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. A manufacturing action has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: the handle was a demo device being used for a trial. When the battery was inserted into the handle, it was getting solid blue lights. The battery worked ok in other handles. The adapter loaded onto the handle but did not calibrate or articulate. The handle had only been autoclaved about 5 times.